Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 305 bd slip tip syringes with the bd precisionglide¿ needle had packaging units that were not tightly sealed. The following information was provided by the initial reporter: "the sterile packaging in the box cannot be tightly sealed, causing the needle to fall off."

Manufacturer narrative:
Investigation summary: three photos were received by our quality team for evaluation. From second photo, one of the top web printings was observed with to be partially missing due to package overcut. From the third photo, the unit package was observed to be open without sealing due to package overcut. The package overcut could have led to the unit package opening with partial sealing or without sealing. The team has investigated different sections of machine and matched a potential area which could lead to the reported defects. There are perforation knives located at the primary packaging machine, which are used to perforate the packed syringe into blister units. The perforation knife holder holds the perforation knife / blade at the station location in order to ensure even blister unit cuts and fulfill the sealing requirements. It was reported that the production technician detected perforation overcut during the production run. The root cause is due to the perforation holder screw wearing off and it being unable to hold the knife / blade in place. This has eventually caused the package overcut. The production technician has replaced the perforation holder and screws. The complaint samples received could have been escapees which were failed to be removed by the production technician from the line during line clearance, resulting in them flowing to the subsequent process. The primary packaging yearly preventative maintenance checklist has been updated to include checking the condition of the perforation knife holder, changing, and replacing if required. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 305 bd slip tip syringes with the bd precision glide¿ needle had packaging units that were not tightly sealed. The following information was provided by the initial reporter: "the sterile packaging in the box cannot be tightly sealed, causing the needle to fall off"